Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the third firing during a laparoscopic gastroplasty, the surgeon was able to press the green button and squeeze the handle, but the reload locked and did not staple. Another reload was used to complete the case. There was no patient injury.